Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had a white/tan foreign substance near the stopper. It has been observed on several syringes and is available for investigation.

Manufacturer narrative:
H.6. Investigation: seven samples were received. Five are representative samples and two are actual samples. The representative samples are in the sealed packaging blister. The actual samples are in an opened packaging blister. A visual inspection was performed. The five representative samples had no foreign matter on the stopper or any other defect. The two actual samples were also inspected under the microscope. Both had a small plastic particle 1/64¿ size, therefore failure mode was verified. This occurred during the assembly process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had a white/tan foreign substance near the stopper. It has been observed on several syringes and is available for investigation.